Manufacturer narrative:
Results - bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation. Samples were draw tested with deionized water. The customer's indicated failure mode for stopper pop off was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that bd vacutainer plastic lithium heparin tube stoppers would pop off. No injury or medical intervention reported.